Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 312 mg/dl, with ketones that were identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline, insulin, calcium phosphorus and electrolytes. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage. During troubleshooting with tandem technical support it was discovered the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge.